Event description:
It was reported that the patient presented for follow-up after feeling syncopal. The implantable cardiac monitor exhibited intermittent ventricular undersensing. The ventricular sensitivity was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.